Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an rvot pvc ablation procedure, an effusion occurred. The catheter was placed beyond the pulmonary valve into the pulmonary artery, when the impedance was noted to be > 350 ohms. When the catheter was brought back into the rvot, an absence of pulse, blood pressure, and heart movement were noted. Cardiopulmonary resuscitation was initiated and an echocardiogram revealed and effusion. A pericardiocentesis was performed which stabilized the patient.